Manufacturer narrative:
The blood loss is attributed to the operator not attempting to troubleshoot the alarm or perform rinseback in a timely manner. The cycler alarmed appropriately to a kink in the fluid line caused by the operator when placing the filter in the holder. There is no evidence of a device malfunction. The user's guide contains adequate information regarding probable causes of alarms and alarm recovery instructions and also includes instructions for performing manual rinse back of the patient's blood when trained and instructed by the facility. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
The cycler alarmed during a routine hemodialysis treatment with a therapy fluid occlusion alarm. The operator discontinued treatment and did not perform rinseback, resulting in an estimated blood loss of 190cc. Hb decreased from 9.5 g/dl pre event to 8.9 g/dl post event (actual dates not provided). On (B)(6) 2012, the patient was started on epogen 7,500 units 1x/week. No other medical intervention was required.